Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was finally pulled off, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction according to the complainant, during the procedure, the patient was admitted to the hospital for polypectomy with a clip to be used to stop a small amount of bleeding. The clip was then inserted inside the patient and was able to grasp and lock onto tissue, and clipped the wound. However, the clip failed to release from the catheter to deploy. Reportedly, the clip was finally pulled off, and the procedure was completed with another resolution clip device.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The device was returned without the over-sheath. Microscope examination was performed, and it was confirmed that there was no evidence of any hits on the bushing. Dimensional analysis was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were confirmed to be within specification. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was finally pulled off, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.